Event description:
It was reported that the patient with this right ventricular (rv) lead exhibited a perforation after implant. A system revision took place two days later, and it was found that the seal ring of the lead was damaged and the screw of the ventricular jack went out during rotation. The patient then exhibited a pocket infection and the device system was explanted and replaced. No additional adverse patient effects were reported. The lead is not expected to be returned for analysis as it was discarded at the explanting facility.

Event description:
It was reported that the patient with this right ventricular (rv) lead exhibited a perforation after implant. A system revision took place two days later, and it was found that the seal ring of the lead was damaged and the screw of the ventricular jack went out during rotation. The patient then exhibited a pocket infection and the device system was explanted and replaced. No additional adverse patient effects were reported. The lead is not expected to be returned for analysis as it was discarded at the explanting facility.

Event description:
It was reported that the patient with this implantable pacemaker system exhibited a pocket infection approximately 10 days after the device implant. As a result, this device system was explanted and replaced. No additional adverse patient effects were reported. The lead is not expected to be returned for analysis as it was discarded at the explanting facility.